Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 309653. Batch#: 4080219. It was reported by the customer that are receiving ref # (B)(4) without any markings on the syringe. Verbatim: we are receiving ref # (B)(4) without any markings on the syringe. See attached pictures. This one is lot #4080219.

Event description:
No additional information received material: 309653. Batch#: 4080219. It was reported by the customer that are receiving ref #309653 without any markings on the syringe. Verbatim: we are receiving ref #30965 without any markings on the syringe. See attached pictures. This one is lot #4080219. Customer response: we don¿t have any further product to have returned. Staff was throwing these away before reporting the issue. We only had 2 remaining at the time.

Manufacturer narrative:
(B)(4) follow up. It was reported there was no printing on the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging and a syringe barrel that has no visible printed scale marking. No other defects or imperfections were observed. This defect could occur if the printing drum became misadjusted during the processes. A device history record review was completed for provided material number 309653, lot 4080219. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.